Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was high. The customer's blood glucose reading was 450 mg/dl. Troubleshooting found that the cannula was bent. Customer declined high blood glucose troubleshooting and indicated that they changed out the set. Customer was advised to run a high pressure test but customer declined.